Event description:
It was reported that an occlusion alarm occured. Additionally it was reported that pump battery had "sporadic battery loss issues" resulting in the pump shutting off and the pump "shut off insulin on it's own." Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.